Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 505 mg/dl. Elevated blood glucose was addressed with a manual dose injections. The customer changed supplies and resumed insulin therapy prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.